Event description:
Edwards reviewed the medical article "transjugular tricuspid valve-in-valve implantation" author stefano salizzoni, et al. It was identified that a patient with a 29mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years and 10 months due to degeneration secondary to leaflet thickening causing high gradients and mild intra-prosthetic regurgitation. The valve did not present calcium but leaflets were fibrotic. The ttvr procedure was performed with a 29mm edwards transcatheter valve through the right jugular vein. Post procedure, the patient recovered uneventfully and was discharged home on postoperative day 5. Indication for the initial tricuspid valve replacement was for a massive regurgitation due to traumatic chordal rupture following a car accident in 2002. Post-operative recovery was complicated by severe post-pericardiotomy-syndrome with strong cortisone consumption.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "transjugular tricuspid valve-in-valve implantation" author stefano salizzoni, et al. It was identified that a patient with a 29mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years due to degeneration secondary to leaflet thickening causing high gradients and mild intra-prosthetic regurgitation. The ttvr procedure was performed with a 29mm edwards transcatheter valve through the right jugular vein. Post procedure, the patient recovered uneventfully and was discharged home on postoperative day 5. Indication for the initial tricuspid valve replacement was for a massive regurgitation due to traumatic chordal rupture following a car accident in 2002. Post-operative recovery was complicated by severe post-pericardiotomy-syndrome.